Event description:
It was reported that this right ventricular lead was an attempted implant. The physician suspected a sensing and/or conduction problem, as it was not possible to achieve good measurements with any of the attempted lead positions. A new lead of the same model was successfully implanted. The lead was returned to boston scientific for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was an attempted implant. The physician suspected a sensing and/or conduction problem, as it was not possible to achieve good measurements with any of the attempted lead positions. A new lead of the same model was successfully implanted. The lead was returned to boston scientific for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was an attempted implant. The physician suspected a sensing and/or conduction problem, as it was not possible to achieve good measurements with any of the attempted lead positions. A new lead of the same model was successfully implanted. The lead was returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.